Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported the speaker is defective with no sound. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer biomed and confirmed the loudspeaker error message was displayed on the device and the device did not produce sound. The rse determined the device speaker assembly would require replacement and arranged for a replacement speaker to be sent to the customer site to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The investigation concludes that no further action is required at this time.